Event description:
A hemodialysis user facility has reported the following event: clinical states heparin line was leaking and then broke off leaving blood everywhere. The facility was contacted for additional info. In speaking with the initial reporter of the incident, it has been learned that this event occurred at the start of the dialysis treatment, as the blood was just filling into the line when the separation occurred. The staff then clamped the heparin line and treatment was discontinued. A new line was then used to replace the line that separated. Once the line was replaced, the treatment was restarted. This pt did receive their dialysis treatment without further incident. Additional info received reported that this event occurred at the start of treatment. The estimated blood loss was reported to be less than 100 ml since the facility stated that at the time of this event, this line was mostly filled with saline. The sample is available for eval.

Manufacturer narrative:
(B)(6).